Manufacturer narrative:
Age at time of event: over (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. Access was obtained through the femoral artery. The 99% stenosed lesion was located in the severely calcified and moderately tortuous mid right coronary artery. Rotational atherectomy was performed. Then the 2.0 x 20mm apex monorail balloon catheter was advanced to the target lesion and the balloon was inflated to 10 atms and ruptured. The procedure was completed with a non-bsc balloon and placement of a taxus liberte' stent. No patient complications were reported and the patient status is good.